Event description:
The pt reported that the down arrow button was unresponsive on the keypad. The reporter denies damage to the keypad or water exposure. The buttons feel normal to button presses and click and spring back.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appeared to be swollen. The down key was intermittently responding and required excessive force to activate. The "up", "ok" and "contrast" keys were responsive to user inputs. The keypad was removed and all of the key contacts were misaligned. Additionally, the "ok" key contact was observed to be inverted. There was evidence of keypad adhesive found under all of the key contacts.